Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the head may need replacing, it interrogated even while moving the cable through its entire length. It passed functional and systems tests and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the stylus touch pen on the programmer would not calibrate and additionally that the radiofrequency programmer head returned with it may need to be replaced. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.